Event description:
The customer reported via phone call that she experienced a no delivery alarm a week ago and again today. Customer's blood glucose was 557 mg/dl. Customer was reporting a past issue. Customer changed the set and the reservoir a week ago. Customer stated that she smelled insulin when she removed the reservoir from the reservoir compartment. Customer was advised that the scent of insulin is normal. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.